Manufacturer narrative:
Patient weight is unavailable. Device was discarded by the site.

Event description:
A lead extraction procedure commenced to remove three leads: a right atrial (ra), right ventricular (rv), and left ventricular (lv) lead due to infection. A glidelight laser sheath, model 500-302, along with lead locking devices (lld) in each lead, were in use. The rv lead was successfully removed first. The ra lead was then successfully removed. However, immediately after the ra lead was removed, the patient¿s blood pressure dropped. Rescue efforts commenced immediately, including sternotomy. A superior vena cava (svc) tear was discovered, estimated to be 10cm in length, starting at the svc/ra junction, extending the full length of the svc and into the distal innominate vein. Despite extensive rescue efforts, the tear could not be repaired and the patient did not survive. This event is being reported as serious patient injury/death occurred after a procedure where a spectranetics device was used. However, there is no alleged malfunction of the glidelight device used in the procedure.